Manufacturer narrative:
No discrepant low tni results were observed during cal h testing on retain lot w56224. Device lot w56224 met package insert claim. Return samples yielded similar results on two cardiac hs lots. Number of returned devices was not enough to generate a statistically relevant data sample size. The only diagnosis customer was able to provided pt was angina diagnosis. There are four types of angina and they differ by symptoms and treatments. In most cases angina does not increase troponin I. Customer was unable to provide add'l pt info, customer stated the pt was treated based on the architect value. No product deficiency was established, product performed as expected.

Event description:
Caller alleged false negative tbi results. Results as follows: pt presented with angina. Pt was sent for further care. Action was taken based on the reference results. Triage: tni: <0.05. Sample: wb edta. Reference: tni: 0.5. Sample plasma. Tests were done within minutes of each other. The following ref ranges were used: normal range for triage: <0.05 ng/ml. Normal range for architect: 0.02-0.28 ng/ml. No other pt info was provided.